Manufacturer narrative:
Sjm was unsuccessful in our efforts to obtain further information. The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Per report at a time unknown it was reported the patient later died. Per report, the physician believes the lack of a hemostasis valve being packaged with the tv45x45 delivery sheath may have contributed to the event.

Manufacturer narrative:
(B)(4).

Event description:
An left atrial appendage occlusion (laao) procedure using intracardiac echocardiogram (ice) was performed on a patient under light, conscious sedation. Upon insertion of a 14f amplatzer torqvue 45x45 delivery sheath into the laa, it is reported the patient apparently took a deep breath resulting in air entering the left ventricle. The physician was able to aspirate air from the patient and then proceeded with general anesthesia. The patient was stabilized, , the laao procedure was aborted and the patient was transferred to the ICU for monitoring. The following day, the patient was reported to be awake and functional.